Manufacturer narrative:
Additional/corrected data: additional information: d3, g1. H10: abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue; however it could possibly be related to the specific patient sample.

Manufacturer narrative:
Testing was performed at abbott diagnostics (B)(4), inc. On retained kit lot m131990 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing batch records and quality control release testing for kit part number 190-000 / lot m131990 and test base part number 190-430 / lot m131990 were reviewed. This lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m131990 showed that the complaint rate is (B)(4). Investigation is not yet complete. Upon completion, the information will be provided in a supplemental report.

Event description:
The customer reported false positive results on a direct tested nasopharyngeal swab with the ID now covid-19 assay on (B)(6) 2021. Repeat testing was not performed. Confirmation testing performed (date of collection/testing not provided) with transcription-mediated amplification (tma) covid-19 test provided negative results. Date of testing was not provided. No patient information, including symptoms, treatment, and outcome, will be provided. Per the ID now covid-19 product insert, precautions include: due to the high sensitivity of the assays run on the instrument, contamination of the work area with previous positive samples may cause false positive results. Handle samples according to standard laboratory practices. Clean instruments and surrounding surfaces according to instructions provided in the cleaning section of the instrument user manual. Due to the risk of a false positive result leading to possible exposure to covid-19 through the quarantine of the false positive patient with true positive patient(s), delayed emergency treatment and/or inappropriate treatment with antiviral therapy, the incident shall be considered reportable.